Manufacturer narrative:
Section e1: updated information based on additional information received. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicate the patient underwent surgical intervention on (B)(6) 2021, wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the patient failed to charge the device as recommended causing the ipg to become inoperable. Surgery may occur later to address the issue.